Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of poor appetite, hypotension and unspecified cardiac issues which warranted hospitalization. The reported cause of the patient¿s hypotension was due to a poor appetite and a history of unspecified cardiac issues, for which the patient was treated with medication, fluid monitoring and a pd prescription change including only 1.5% dextrose solution. Based on the available information, there is no allegation or indication the liberty select cycler caused or contributed to the adverse event(s). Additionally, there is no evidence of a malfunction or of the machine failing to perform as expected in relation to this event. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Should additional information become available, the need for a revised clinical investigation will be re-evaluated accordingly.

Event description:
The caregiver, for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt), reported the patient was hospitalized for hypotension. An e-mailed response was received from the patient¿s peritoneal dialysis registered nurse (pdrn), which stated the patient was not eating (specifics not provided) and frequents the hospital for cardiac issues (specifics not provided). The patient was reportedly treated with medication (specifics not provided), fluid status monitoring and the use of 1.5% dianeal solution (specifics not provided). The patient continued to undergo pd therapy while hospitalized and has since recovered from the event(s).